Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. Right deflation was confirmed by ultrasound post procedure. It was noted that the implants were inflated to the maximum recommended volume of 325ccs. As a result, the patient had the implant replaced with a mentor smooth round moderate plus profile 325 cc prosthesis on (B)(6) 2018. No issues were noted with the left prosthesis. The patient was treated with an unknown painkiller. The patient¿s last known condition was fully recovered with no residual effects.

Manufacturer narrative:
The device history record (DHR) of lot number 6505684 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 5/21/2018 mentor became aware that the lot number field was erroneously omitted from the supplemental report submitted on 4/4/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/18/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 4.4 cm on the anterior aspect, extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/9/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).